Event description:
It was reported that pump display had a pixel issue that affected the ability to read and interact with pump screen. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.